Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was confirmed. The system was cleaned and connections tightened during the service call.the system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the 9800 system was black and white and grainy during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.